Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article, "total hip arthroplasty for posttraumatic arthritis after acetabular fracture" by matthew squire, md, william l. Griffin, md, j. Bohannon mason, md, richard d. Peindl, phd, and susan odum, me, ma published by the journal of arthroplasty volume 24 no 5 2009 doi: 10.1016/j.arth.2008.04.004 opn 3 april 2008 was reviewed for mdv reportability. The article purpose: "purpose of this study was to evaluate outcomes in a consecutive series of thas implanted after failed treatment of an acetabular fracture." The article reports 23 males and 9 females in the study (5 lost where 3 died due to heart disease before 2 year follow up and 2 lost to follow-up) and that 24 received open reduction internal fixation and 8 received conservative management or a girdlestone - non orif group). Pre tha complications included infection in 5 patients of the orif group (4 of these had hardware removed due to deep wound infection). In the non orif group, pre tha complications include infection, displaced (intra abdominally) femoral neck fracture treated addressed with girdlestone procedure - it is noted this patient also had a bladder rupture which may have led to hematogenous seeding and deep wound infection of hip that required an antibiont spacer before his tha. Another patient had a superficial wound infection after sacroiliac screw fixation for a concomitant pelvic fracture which required open debridement and the third patient had gallbladder rupture and a long intensive care unit course with multiple bouts of sepsis. The article states: "in all 3, infections were managed by appropriate antibiotics and debridement before arthroplasty. All patients were aseptic (by clinical and laboratory standards) at the time of the tha. This was confirmed by preoperative laboratories (ie, esr) radiographically guided hip aspiration, and 5 intraoperative cultures." The article reports cementless acetabular fixation was used in all 32 cases and 17 patients also had screws supplementing the cementless acetabular fixation. Mom tha was in 3 cases, ceramic-on-poly used on 10 and cobalt chrom heads on poly were used in remaining 19. In 13 hips a cemented stem was used in the remaining 19 had cementless stems. The acetabulary components were zimmer trilogy (17), depuy pinnacle (7), depuy duraloc (2), stryker osteonics trident (2), depuy srom (1), wright medical (lineage profile (1), implex gap cup (1) and biomet custom (1). In discussing the results of the findings, the article does not clarify which products were related to specific adverse events. Radiographic images were included in the article but without product identifiers. It is noted acetabular abduction angle range was 10-69 degrees denoting mispositioned cups. Unspecified adverse events noted: cup loosening treated by revision (2 - one of these also categorized under complication of infection & the other no history of infection), osteolysis (2), deep wound infection treated with antibiotic-loaded spacer (2) - it is noted one of these patients ultimately died from sepsis and both of these patients had a history of infected orif hardware with deep wound infections that was removed prior to the tha, infection (6 total - 3 with deep or intra-articular and 3 superficial or wound-related - two of the deep infections patients captured under deep wound infection treated with antibiotic-loaded spacer; the last deep infection found incidentally from intraoperative cultures and treated with IV antibiotics and oral suppression but not require revision; the 3 superficial effectively managed with appropriate antibiotic therapy). Beyond what is already captured in this description: revisions for femoral component loosening (2 - the article does not address product names for femoral components) and revision for dislocation treated with liner exchange (1). Impacted products: cup, liner.